Manufacturer narrative:
The lot was manufactured from january 09, 2014 - january 10, 2014. Four (4) actual samples were received for evaluation. Visual inspection was performed and no ruptured bladders were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional initial reporter (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of four (4) small volume intermates ruptured when adding water to the bladders. There was no patient involvement. No additional information is available.